Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the surgeon noticed that the movement of the synchroseal instrument was sealing, however, the instrument was not cutting, causing a risk of bleeding. Removal of the instrument was requested. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: there was no fragment fall or harm to the patient. There were no reports of fragments falling from the device while used. If a fragment fell into the patient, actions taken include immediate fragment removal. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material. The nurse checked their logs and confirmed the instrument was used on (B)(6) 2023.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument passed the continuity test which indicates that there are no issues with cut electrode/cautery function. The grip force test was performed and passed at 5.376. The instrument was fully functional. The master supervisory controller (msc) logs showed no failures. An additional observation related to the customer complaint is that the instrument was visually inspected externally and found one of the jaws ceramic dots was missing. Ceramic dot #5, measuring approximately 0.025", was not returned with the instrument.